Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pump was returned for investigation. Investigation revealed three battery compartment cracks, battery compartment moisture, a battery compartment leak, and a dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2017.